Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to literature source study of minimally invasive oesophagectomy procedure, there were 150 patients included on the study. Lastly, anastomotic leaks requiring further intervention or surgery were reported for 10 patients.